Manufacturer narrative:
The device was received fully deployed. No damages or defects were observed that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. During investigation, a tear was observed on the left side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from the observed tear in the left side of the exposed portion of the soft cannula. The exact timing and cause of this tear could not be determined, therefore it could not conclusively be determined if this tear contributed to the reported leaking during wear. The pod was returned with the adhesive pad attached to the bottom housing. Inspection of the adhesive pad and the adhesive welds found no issues that would contribute to the reported failure to adhere. The exact cause of the reported failure to adhere could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to was "high" (400 mg/dl) while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp3a.250905.014 hardware: pixel 8 pro cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.